Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 00598003701; lot# 64223643. Item# 00599401392; lot# 63729161. Item# 00597206532; lot# 64143810. Item# 00598802015; lot# 63810729. Item# 00598802012; lot# 64029620. Item# 00599003310; lot# 63813942. Item# 00599003310; lot# 63813942. Item# 66017772; lot# 91000024. Item# 66017773; lot# 90725294. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date - unknown date in november 2023 implant date - either sometime in (B)(6) 2011 explant date - unknown date in (B)(6) 2023. G2: foreign - event occurred in the UK no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision of a total knee approximately twelve (12) years post-implantation due to loosening of a screw. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Operative notes provided and reviewed state that the patient underwent a right total knee arthroplasty revision due to screw loosening. It was reported that this revision involved the replacement of a biomet implant, as reinserting the pin or screw was not feasible. The available information suggests that the screw may have loosened because it was not tightened with the proper tool , which was unavailable at the time of the original implantation. The hospital acknowledged liability for failing to notice the absence of the tool before first revision surgery, stating that the surgeon would not have proceeded had they been aware of the missing instrument. The event was classified as a serious injury due to the necessity of hospitalization, medical intervention, and surgical revision. X-rays were submitted to mmi for review, but no additional medical records were provided. X-rays reviewed by mmi indicate that preoperative images showed a right total knee arthroplasty with a loose screw positioned within the anterior joint space in hoffa¿s fat pad. A postoperative ap image revealed a possible hinged prosthesis with mild radiolucency at the bone-cement interface of both femoral and tibial components, with the screw removed and the tibial component revised. A lateral film from six months post-revision confirmed mild radiolucency at the bone-cement interface without signs of acute fracture, though evaluation was limited due to over-penetration. The radiologist noted that the implant sizing was appropriate, the tibial component was revised, and no significant abnormalities were observed that would directly indicate implant failure. The root cause of the previous investigation remains unchanged. Complaint is confirmed based on operative notes provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.